Manufacturer narrative:
Citation: shinkawa t. Outcome of right ventricle to pulmonary artery conduit for biventricular repair. Ann thorac surg 2015;99:1357¿66. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding the right ventricle to pulmonary artery conduit for biventricular repair. All data were collected from a single center between 1982 and 2013. The study population included 476 patients (predominantly male; mean age of 6.7 years), 103 of which were implanted with medtronic hancock bioprosthetic valve conduits (serial numbers not provided). Among all patients, 29 deaths occurred (17 early deaths and 12 late deaths). None of the deaths were attributed to the medtronic product. Among 159 patients requiring conduit reoperation, 53 were attributed to the medtronic product due to: 37 stenosis, 4 regurgitation, 10 stenosis and regurgitation, and 2 infection. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.